Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance readings were >10,000 ohms on everything. The pt had been implanted 3 weeks ago and when the pt applied pressure at the lead/extension site, they experienced intense stimulation. There were no falls or trauma. Add'l info has been requested, but was not available as of the date of this report.